Manufacturer narrative:
Eval summary: the company service rep evaluated the pump and was able to duplicate the event. It was concluded that the pt's arterial pressure was input directly. The iab therapy was initiated before operation with transducer connection. The company service rep explained the error to the customer and the customer was satisfied with the response. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported that after an operation of heart valve prosthesis implantation which was started at around 10:00 am, the iab therapy was initiated in pressure trigger in auto operation mode with using oxygenator. After ensured the pump running he looked at the display screen and found that the values of augmentation pressure and systolic pressure were reversed. Both waves were clear, but when he lowered the augmentation pressure by pressing down button, the systolic pressure was decreased. The iab therapy was continued. No pt injury was reported.